Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with histological diagnosis procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the plastic sheath broke before the brush extended out of the sheath. The wire inside the sheath kinked and broke making the handle inoperable. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Analysis of the returned rx cytology brush revealed the wire had broken and the working length which includes catheter and pull wire had been bent at multiple locations; however, the catheter was still attached and otherwise without issue. Brush was in extended position and functional evaluation found that the handle can be retracted and extended but the brush wire would not retract. Device was disassembled and assessment found the pull wire had broken at the distal end of handle hypotube. The evaluation concluded that the condition of the returned device was not consistent with the reported issue that the working length had detached/separated, and was consistent with the reported issue that the wire had broken. It is possible that when the customer stated "the catheter broke," they were using the term 'catheter' to refer to the entire device. Most likely the catheter was bent due to some aspect of tortuous anatomy or other operational aspect of the procedure. Once the catheter was bent, the pull wire would be prevented from moving freely inside the catheter. Attempts to extend and retract the handle with the pull wire restricted by the bends most likely caused the pull wire to break inside the handle. Therefore, the most probably root cause for this event is determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with histological diagnosis procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the plastic sheath broke before the brush extended out of the sheath. The wire inside the sheath kinked and broke making the handle inoperable. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of working length broke. Reported event of wire broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.